Event description:
It was reported that there was a critical error that could not be resolved by the repair disk. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powered up to an error, as a result the link electronic module circuit board was replaced and calibrated. (B)(4): analysis found that the coil wire was broken off. It was also noted that the label was missing its backing.